Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed due to oversensing, the lead was found to be fractured. The physician replaced the lead with a new endotak lead.